Event description:
It was initially reported to boston scientific corporation that a wallflex biliary stent device was used during a biliary duct stenting procedure performed on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a stricture at the bile duct, where 2 non-bsc stents were previously placed. The patient anatomy was reported to be slightly tortuous. During the procedure, the physician attempted to deploy the stent, the physician felt that the stent placed in the mesh of the previously deployed stent. Therefore, the physician reconstrained the device to deploy the stent, the stent was unable to be deployed to the target lesion. The physician attempted to reconstrain the stent again, but the distal end of the stent was fixed and could not be completely reconstrained. The partially deployed stent was removed from the patient and a different stent was used complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found the stent had been fully deployed from the device. No issues were noted with the profile of the deployed stent. The outer sheath was fully closed to the tip and the outer sheath was kinked at 58mm proximal from its distal end. During analysis it was possible to move the outer sheath along the shaft without any issues being noted. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified batch.the investigation concluded that the complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was initially reported to boston scientific corporation that a wallflex biliary stent device was used during a biliary duct stenting procedure performed on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a stricture at the bile duct, where 2 non-bsc stents were previously placed. The patient anatomy was reported to be slightly tortuous. During the procedure, the physician attempted to deploy the stent, the physician felt that the stent placed in the mesh of the previously deployed stent. Therefore, the physician reconstrained the device to deploy the stent, the stent was unable to be deployed to the target lesion. The physician attempted to reconstrain the stent again, but the distal end of the stent was fixed and could not be completely reconstrained. The partially deployed stent was removed from the patient and a different stent was used complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the reported event of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.